Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings:. Moisture found in battery compartment. Cracked battery compartment from threads to case seal left of grip pad. Leak test failed due to battery compartment leak. Bolus button cover is torn in center; still functional. Opened pump, no further moisture damage found.